Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Review of the device data logs confirmed the reported complaint, however, performance testing could not reproduce the reported complaint. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed reference#: pr (B)(4).

Event description:
It was reported to resmed that an astral device was inoperable and displayed an error message (sf195) indicating a persistent software fault. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint. The main circuit board was replaced to address the issue. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an intermittent connection between the battery and main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device was inoperable and displayed an error message (sf195) indicating a persistent software fault. There was no patient harm or serious injury reported as a result of this incident.